Event description:
A report received from the us stated an 840 ventilator experienced an error code which rendered the ventilator inoperable. There was no pt involvement reported.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) and updated the software from ak to an. The unit passed all calibrations, short self-test (sst), extended self-test (est), electrical safety and full performance verification testing (pvt) according to MFR specifications. (B)(4).